Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The device had an atrial setscrew problem where the physician had trouble engaging the setscrew with the lead. The physician was able to connect the lead to the device; however, during pocket closure, the right atrial (ra) lead became dislodged. The ra lead was removed from the device header and repositioned. The lead was attempted to be re-connected to the device; however, the device setscrew could not be fully engaged to the lead. The device was removed from implant and a new device was implanted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.